Event description:
Reporting status: serious injury- required intervention. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Failure to treat with a graftmaster stent is an issue known to require a second device or additional procedure. Device issue: stent dislodgement. It was reported that the stent came off the balloon during preparation and was not used on the patient. Another company's drug eluting stent (des) was used instead. No patient effects were reported. No additional event or patient information is available.